Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that peeling of the coating occurred. During preparation of a percutaneous coronary intervention procedure, an opticross hd imaging catheter was selected for use. However, it was noticed that the shaft was lifted. It was also confirmed that the coating of the device got peeled off. The device was replaced with a different device. No patient complications were reported.